Event description:
Reporter stated that customer received the following results on 2 different meters within 10 minutes: 31.0 mmol/l (mobile system) and 3.9 mmol/l (compact plus system). Customer had unspecified hypoglycemic symptoms at the time of the results. The customer "acted accordingly and averted the hypo situation." No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch is for the compact plus system. (B)(4).